Event description:
It was reported while a surgeon performed a craniotomy using the f2/8ta23 tool, about 1cm of the tip broke off and entered the patient's brain. An intra-operative x-ray was taken to confirm the location of the broken piece. The broken piece migrated to the basal ganglion before being removed from the patient. On follow-up, it was reported that the surgeon was performing a second glioma procedure; however, the patient is in a vegetative state. It was also noted that the patient's condition may not be attributable to the tool breakage, but may be associated to the patient's underlying conditions.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The tool fractured due to an excessive bending moment. The tool dimensions were checked and verified that all specifications were met. Tools from this lot were distributed. There have been no reports of tool breakage for other tools from this production lot. F2/8ta23 tools have been produced in the past two years and have been reported to have broken. This calculates to an incidence rate of 0.006%. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."